Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an acl procedure on an unknown date. Subsequently, patient was revised on an unknown date due to instability. No further information has been provided to date.